Manufacturer narrative:
The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility sent the visera elite video system center to an olympus service center for evaluation with a request to fully test and examine the device. There was no complaint specified with the request. There were no reports of patient or user harm due to an event. Inspection and testing of the returned device found there was no image displayed due to a deformed contact pin in the scope connector. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: e3. Based on the results of the investigation, the customer¿s allegation was confirmed. However, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.